Event description:
Asku

Event description:
It was reported that the patient had complaints of dizziness and shortness of breath. Interrogation of the device showed it had reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and the results were inconclusive. Preliminary analysis revealed an eri condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to the l320 pacing/sensing integrated circuit.